Manufacturer narrative:
Product ID: evolutr-34-us transcatheter valve implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to emergency department with dizziness. When the implantable pulse generator (ipg) was attempted to be interrogated the programmer generated an error code. The power to the programmer was cycled however it remained unable to successfully interrogate the ipg. It was noted that there was not another programmer available for the interrogation and that the referenced programmer was only recently back from being serviced. The ipg remains in use. No further patient complications have been reported as a result of this event.